Event description:
The physician reported that during the cataract surgery the irrigation and aspiration handpiece would not increasing the suction pressure and it was clogged. The surgery was completed on the same day after replacing the product with another one without any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. One opened polymer irrigation and aspiration handpiece, in a blister, in a bag was received for the report that the irrigation and aspiration handpiece would not increase the suction pressure and it was clogged. The sample was visually inspected and found to be conforming. The sample was then functionally tested for aspiration and irrigation. The sample was found to be conforming for all functional occlusion/leakage tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows a coaxial handpiece with a sleeve. The reported functional issue could not be confirmed from the photo review. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).